Manufacturer narrative:
Customer name and address- phone: (B)(6). PMA/510(k) number- pre-amendment. Event summary: as reported, prior to an unknown procedure, the pigtail of a filiform double pigtail ureteral stent set was separated and missing from the device. The device was replaced to complete the procedure. The device did not make patient contact. The patient did not require any additional intervention or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One open package containing a filiform double pigtail ureteral stent set was returned for investigation. The stent was returned without the proximal coil. The proximal coil separated approximately 2cm from the first ink mark. The point of separation occurred at the sideport closest to the ink mark. A document-based investigation evaluation was performed. No related non-conformance's were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for supplied with the stent set state "improper handling can seriously weaken the stent." The stent was returned without a proximal coil which originally would have the tether attached to. Its not known if the tether was attempted to be removed. Based on the available information, cook has concluded that a cause for this event could not be established. Cook has not been able to rule out a use error handling the stent in preparation for the procedure or manufacturing contributing the complaint. Cook will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
As reported, prior to an unknown procedure, the pigtail of a filiform double pigtail ureteral stent set was separated and missing from the device. The device was replaced to complete the procedure. The device did not make patient contact. The patient did not require any additional intervention or experience any adverse effects due to this occurrence.